Manufacturer narrative:
A field engineering specialist replaced 8 valves on the fluidic system and replaced two probes. He performed precision testing with acceptable results. The service activities resolved the issue. Following the service visit, there have been no additional issues. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 result for 1 patient tested on a cobas integra 400 plus. The initial reporter also complained that the gluc3 qc results have been inconsistent in that the initial qc results would be unacceptable and then when they would repeat the qc testing, even without changing anything, the qc results would be acceptable. The initial gluc3 result was 200 mg/dl with a repeat result of 120 mg/dl. The same patient sample was also tested on an unspecified cobas 6000 analyzer and the glucose result would be 120 mg/dl. The result in question was not reported outside of the laboratory. The gluc3 reagent lot information was requested but was not provided.